Manufacturer narrative:
Battery (breaks down when loaded) defective. Mainboard (measuring socket loose contact) defective. Measuring cable set without errors. Charger was not included. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 4 apex locator gave incorrect measurements. The event outcome is unknown as of this MDR evaluation.